Manufacturer narrative:
The consumer's complaint could not be confirmed. The consumer did not return the test strips in question. Failure analysis of the returned nova max blood glucose meter revealed the device to be within product specification no performance failure was found. Although the consumer did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Use of the consumer nova max device and the qa strips from the identified lot did not reveal any performance failure. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Manufacturer narrative:
Test strip lot # (B)(6) expiration date: 4/30/2015. Control solution lot # none. Per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips will be returned for evaluation.

Event description:
Consumer called in concerned about high bg readings this morning. Ts in question have been used up. Blood glucose results were pulled directly from the meter. (B)(6). Consumer was on antibiotics for the last month due to a bladder infection and stopped taking them yesterday. According to the consumer she took 'an extra glyburide this morning after the high bg results @9:00 am-she usually only takes 1/2 pill at night'. It was confirmed that she didn't have any food or medication between the 2 bg results in question. Consumer did mention that recently the ts in question spilled from the vial and were loose in the case for a few minutes before she put them back in the vial during the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution.